Event description:
During use of vaginal speculum, it broke when in situ. This led to a small laceration to the patient's vaginal wall.

Manufacturer narrative:
Device was discarded by user, no evaluation possible. Two other unused devices from the same box were found to be broken as stored at the practice.